Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9, h6 (medical device problem code). Revert h4 section to blank.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that the intra aortic balloon(iab) would not go through the sheath. There was no harm or injury reported.

Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings,component code,conclusion),h11. This failure mode occurs when the intra aortic balloon catheter cannot be advanced smoothly through the supplied introducer sheath during insertion, resulting in increased resistance or inability to advance the catheter. This may delay initiation of therapy or require device replacement. In this case the cath lab attempted to insert a sensation plus 50 cc balloon using the getinge 8fr sheath provided in the box but the balloon would not advance through the sheath. The physician decided not to attempt another balloon and the patient remained stable with no harm reported. The balloon was not retained for return. The customer is requesting a no charge replacement.